Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving compounded baclofen at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had an infected pump pocket. A small hematoma causing wound dehiscence was noted. The patient being wheelchair bound contributed to the wound not healing. The pump was removed and the issue was resolved. The patient's status was noted to be "alive - with injury" with the injury noted to be the patient's infection. No further issues were reported or anticipated. The patient's concomitant medication included norco 5/325mg.